Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Following uneventful access and flow reversal being established the cca was clamped and the enroute .014 wire was advanced. The wire hung up in the mid-cca so it was retracted into the sheath. The sheath was retracted slightly and the wire re-advanced. The wire was then able to successfully cross the lesion. Pre-dilation was performed with a 5 x 30 balloon and a 8 x 40 enroute stent was placed. Post stent angio demonstrated a mid-cca dissection which was confirmed with ivus in addition to the stent not being adequately expanded. A 8 x 30 enroute stent was then placed proximally in the cca to treat the dissection. The stent overlap and the previously placed stent were then post-dilated. Post procedure ivus confirmed no residual dissection and a more expanded distal stent. Patient awoke from anesthesia and left the or neurologically intact.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Following uneventful access and flow reversal being established the cca was clamped and the enroute .014 wire was advanced. The wire hung up in the mid-cca so it was retracted into the sheath. The sheath was retracted slightly and the wire re-advanced. The wire was then able to successfully cross the lesion. Pre-dilation was performed with a 5 x 30 balloon and a 8 x 40 enroute stent was placed. Post stent angio demonstrated a mid-cca dissection which was confirmed with ivus in addition to the stent not being adequately expanded. A 8 x 30 enroute stent was then placed proximally in the cca to treat the dissection. The stent overlap and the previously placed stent were then post-dilated. Post procedure ivus confirmed no residual dissection and a more expanded distal stent. Patient awoke from anesthesia and left the operating room neurologically intact.